Event description:
It was reported that pump displayed malfunction code and there were no notable events before issue began. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully performed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if problem happened again.